Event description:
An elderly person collapsed and the nursing home nurse rushed to get the AED. When placing the AED pads on the pt's body, they discovered one pad did not have gel. They tried to stick the pad on the pt, but the AED always prompted "check electrode pad." They were aware the pad did not work properly and immediately asked for another pad from the medical room. It took 1-2 mins to get another pad. When the new pad was placed on the pt's body, the AED immediately analyzed and said no shock advised. The ambulance arrived afterwards and found the pt had died.

Manufacturer narrative:
Pads were rec'd from the customer, but the eval has not been completed yet.